Event description:
Additional information was received that the coil escaped far away and was not treated. The surgeon could not determine specifically which coil escaped. The cause of the coil premature detachment and migration was not determined. There were 3 coils implanted before and after the malfunctioned coil. The patient has not received any medical/surgical intervention as a result of the migration and no antiplatelet regimen was administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil was prematurely detached and escaped to the distal end. The patient was undergoing surgery for treatment of a saccular, ruptured anterior communicating artery aneurysm with a max diameter of 3mm and 2mm neck diameter. It was noted the patient's blood flow was high and vessel tortuosity was moderate. It was reported that when the surgeon used the ev3 coil to treat anterior communicating artery aneurysm, the surgeon used a 2*2 3d coil. After the coil was delivered into the aneurysm, the surgeon was preparing to adjust the position of the coil. The coil was accidentally detached. When the surgeon continued to deliver the next coil, the coil inside the aneurysm escaped to the distal end. The coil was not implanted at the intended location and there was no action/treatment plan to secure the coil. The pushwire was neither bent nor broken. There was no friction or difficulty during delivery. The physician repositioned the coil only one time, and they did not attempt to detach the coil. During the procedure, the delivery pusher was not rotated, and the continuous flush was not administered. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stryker guidewire.